Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The event occurred during a diagnostic esophagogastroduodenoscopy procedure, which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.